Manufacturer narrative:
There was no report of patient injury. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 double roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that there was a stop link between the s5 double head pump being used for cardioplegia and the main pump, however the cardioplegia pump did not consistently stop with the main pump. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate and was not able to confirm the reported issue. No problems could be found and the pumps were working according specification. A serial read out of the involved pump was performed and sent to sorin group deutschland for evaluation. Evaluation of the serial read out did not identify that any hardware or software failure had been registered. The unit was released to the customer to put back into service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue was not reproduced, a root cause could not be determined and no corrections were identified. No trend was identified for this type of issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that there was a stop link between the s5 double head pump being used for cardioplegia and the main pump, however the cardioplegia pump did not consistently stop with the main pump. There was no report of patient injury.